Event description:
According to the report, a 3rd party biomed shop wanted to replace power module in device; did not know the exact problem, only that they needed to replace the module. There was no report of a patient use associated with the reported event.

Manufacturer narrative:
The customer declined and offer of service from physio-control. Physio provided the customer with parts information for repair.